Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022 during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, the handle cannula broke. A soehendra lithotripter was used to remove the stone from the basket. The basket was removed and another trapezoid rx basket was used to complete the procedure. No patient complications have been reported as a result of this event.